Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The device history review (DHR) for the fs freedom lite meter was reviewed and the DHR showed the fs freedom lite meter passed all tests prior to release. The DHR for the freestyle strip was reviewed. The DHR showed the freestyle strip passed all tests prior to release. Retain testing was performed for freestyle strip and all units performed in the specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving two sets of readings on april 16, 2019. Customer reported readings of 35 mg/dl and 246 mg/dl within 10 minutes. The customer also reported readings of 21 mg/dl and 142 mg/dl within 10 minutes. Both sets of readings when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(6) has been returned and investigated . Visual inspection has been performed on the returned meter and no issues were observed. Control solution testing was performed and and results were satisfactory. No malfunction or product deficiency was identified. If the reported test strips are returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving two sets of readings on april 16, 2019. Customer reported readings of 35 mg/dl and 246 mg/dl within 10 minutes. The customer also reported readings of 21 mg/dl and 142 mg/dl within 10 minutes. Both sets of readings when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving two sets of readings on (B)(6) 2019. Customer reported readings of 35 mg/dl and 246 mg/dl within 10 minutes. The customer also reported readings of 21 mg/dl and 142 mg/dl within 10 minutes. Both sets of readings when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.